Event description:
A patient's ams [american medical systems] three part inflatable penile prosthesis failed a number of years ago. Approx 6-8 wks ago the prosthesis was unable to be pumped up fully and the pump collapsed, indicating a leak. The patient [was] scheduled for explantation of the failed ams three part implant and reimplantation of three part inflatable penile prosthesis. Device usage problem: device failed (e.e. Broke, couldn't get it to work or stopped working).